Event description:
Balloon angioplasty/stent was being withdrawn from the pt when it was noted that the ballon was not on the balloon catheter. A search for the balloon in the pt produced negative results.